Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. (B)(4): post market vigilance (pmv) received of one endo gia* 60 mm articulating extra thick reload opened by the account without the packaging. The product will expire on 2021-06. The visual inspection of the returned product noted. {reload} __the reload was pre-fired and engaged in interlock. __the jaws were open. __the distal and proximal sutures were intact and the reinforcement material was properly anchored. Pmv performed functional testing which included. { reload } **the reload was loaded into a pmv instrument for functional testing. **the interlocks were overridden and the reload was applied to test media. **all staples were placed and test media was cleanly transected. **the reload interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, while cutting the stomach, the distal end of the staple line was incomplete. The device fired but when it was finished the device locked and did not work. A new device was used to complete the procedure. There was no patient injury.